Event description:
It was reported that the patient with this right ventricular (rv) lead became dislodged so a lead revision procedure was performed. No additional adverse patient effects were reported. Currently, this lead remains in service.